Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. Visual observation reveals the device is dull, worn, and there are many scratches on the surfaces of the devices. The reported failure could be confirmed that the tip is broken. From the lot number etched on the device, it appears the device is 5 years old. From its visual appearance, it is evident that the device has seen heavy use and frequent excess abuse of the device would eventually lead to this failure. This failure can be confirmed and attributed to field wear due to rough handling. A batch review request is not available from the supplier because this device is more than 2 years old. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill broke during the surgery. Surgery was completed with same like product.